Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Event description:
It was reported that the pump did not deliver insulin as intended. Resulting in the customer's blood glucose (bg) decreasing to 30 mg/dl. Reportedly, the customer lost consciousness and paramedics were called. Reportedly, the customer's sister provided sprite, chocolate and glucose tables. Additionally, the paramedics took bg and gave glucose intravenously. Ultimately, the customer reverted to an alternate method of insulin therapy.